Manufacturer narrative:
Concomitant medical products: 429888 lead implanted: (B)(6) 2015; dtbb1q1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing and noise. The lead was suspected to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.